Event description:
The customer reported that the insulin pump received a system failure alert. The customer's blood glucose was 67 mg/dl, which was treated by eating. The customer also stated that the insulin pump beeped, went blank, and started a count down. The customer had a back-up plan. Nothing further was reported.